Manufacturer narrative:
Date of event: unknown, used the first day of the aware month.

Event description:
It was reported that the inflatable penile prosthesis cylinders would not hold their shape. Surgical intervention has not taken place at this time. No patient complications were reported.

Event description:
It was reported that the inflatable penile prosthesis cylinders would not hold their shape and the patient indicated there was poor operation of the device. The patient had the ipp pump and reservoir replaced. No patient complications were reported.